Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the external pulse generator (epg) had a broken ventricular connector. The ventricle connector was found to be broken. It was also determined at analysis that the epg failed the incoming test for back light on/off difference. The unlock/lock key did not bounce back. The firmware was updated. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a broken ventricular connector. The epg was returned into service. It was further reported that the external pulse generator (epg) subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.